Event description:
A customer contacted beckman coulter inc. (Bci) stating that the operator cut her finger while changing the cap piercer blade. Part of the wick caught on the blade and she tried to remove the wick from the blade and cut her finger. The operator was taken to the ER. No other details were supplied.

Manufacturer narrative:
Beckman coulter labeling includes a caution statement about the cap piercer blade.